Event description:
Performing hysteroscopic tubal ligation and device was defective. It was noticed on the monitor while inside the paient. The device was removed immediately before being used.

Event description:
Performing hysteroscopic tubal ligation and device was defective. It was noticed on the monitor while inside the paient. The device was removed immediately before being used.